Event description:
Congenital diaphragmatic hernia (cdh) pt, cannulated for vv ECMO by mr (B)(6). Cannulation performed with echocardiographic guidance. Some difficulty was encountered in placing guidewire and subsequent cannula into the ivc and this was presumed to be secondary to the distorted anatomy caused by the cdh. Immediately following cannulation, there had been a dip in blood pressure requiring boluses of blood, has, adrenaline and calcium. The pt's condition improved and he remained stable with no evidence of pericardial effusion. At 36 hours post cannulation, there was a loss of flow within the ECMO circuit and a concomitant dip in oxygen saturations. The pt was given a bolus of fluid and improved transiently before loosing his cardiac output. CPR was commenced and a urgent echocardiogram performed. The echo revealed a large pericardial collection. Remedial action taken and by whom upon the occurrence of the event. Immediately on diagnosing the pericardial collection, the chest was opened via a median sternotomy. Fresh looking blood was drained from the pericardial cavity and a small hole was identified in the right atrium anterior to the entrance of the ivc. On relieving the tamponade, the cardiac function improved, normal blood pressure was achieved.

Manufacturer narrative:
Device history record and inspection document (lots 2130198, 2130199, 2131955, 2131610, 2131609) related to the product used was reviewed and found no non conformities. The 13fr bi-caval lumen catheter is inspected 100% in production.